Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of failure to follow instructions. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. The IFU instructs the user not to use the balloon catheter in the event that damage occurs. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, because the product is unknown at this time, we are unable to provide, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. An agent drug-coated balloon (dcb) was selected for treatment. During preparation, the shaft kinked. During attempted removal, the balloon was not coming out smoothly and was described as sticky. The procedure was completed with this device and there were no reported patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, because the product is unknown at this time, we are unable to provide, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. An agent drug-coated balloon (dcb) was selected for treatment. During preparation, the shaft kinked. During attempted removal, the balloon was not coming out smoothly and was described as sticky. The procedure was completed with this device and there were no reported patient complications.